Event description:
The wife of a (B)(6), male, patient, called zoll customer support to report that the patient's monitor was not responding. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor serial number (B)(4) has been completed. The reported problem (monitor not responding) was confirmed. Upon investigation, the monitor would not power up. The cause for the power-up failure was isolated to a corruption of the monitor software that prevented the unit from booting up. The root cause for the software corruption could not be positively identified. After reprogramming the software, the monitor was fully functional. No adverse event resulted from corrupted monitor software. The patient received a replacement monitor.